Event description:
Central catheter extension set had crack with air leak and/or blood leak. Possible blood loss or air into central system. Required removal and replacement before being able to dialyze pt.